Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was not recognizing instruments in the field. The spine software was uninstalled and reinstalled and the issue resolved. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the site had intermittent issues with their spine instruments being recognized by the software. The toolcards needed to be removed and re-added into the procedure to resolve the issue. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a surgical delay of at least twenty minutes due to this issue.